Event description:
False negative result (s). Do not buy this! I did the test 2 on me, ones right after my pcr test (wednesday)- came up negative. And yesterday (negative)- today I got my pcr results! I am positive! Tested my son as well, he came up negative and he has covid too!!!do not buy!